Event description:
The reporter indicated that the surgeon implanted a 12.6mm vitcmo_12.6 implantable collamer lens, -6.5/1.5/093 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2024. On (B)(6)2024 the lens was exchanged for a shorter length lens due to an excessive vault and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
Claim# (B)(4).